Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, plug strap separated.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported the problem on the device was "near valve", "hole on patch side" and "hole in valve". Healthcare professional later reported "separation of the fill valve with total deflation". This record is for the right side. The device was explanted. Patient underwent a capsulectomy and capsulorrhaphy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure. No further actions are required as it is not related to the manufacturing process. ¿ plug strap separated: not observed through visual inspection. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported the problem on the device was "near valve", "hole on patch side" and "hole in valve". Healthcare professional later reported "separation of the fill valve with total deflation". This record is for the right side. The device was explanted. Patient underwent a capsulectomy and capsulorraphy.